Manufacturer narrative:
Become aware date updated to 02jun2023. Response received indicates there was no patient involvement. Previously reported on pr (B)(4) with MDR# 3030677-2023-02300. Device investigation is housed within pr (B)(4).

Event description:
It has been reported that the device is failing self-test during a patient event.